Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Updated h6 section with type of investigation, investment findings, investment conclusion which was not there in initial supplemental report.

Manufacturer narrative:
Retainer ring = clear customer returned pump for an alleged battery cap cracked/damaged, unexpected alarms and was hospitalized for high bgs and dka found on (B)(6) 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump was monitored and no unexpected alarms noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Please see the alarms listed 2 months prior to the event date (B)(6) 2021). (B)(6) 2021 22:06:51.000 alarmalertnotification faultnumber = no reservoir alarm (66) (B)(6) 2021 14:00:46.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 15:12:38.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 15:19:22.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 10:13:06.000 alarmalertnotification faultnumber = stuck key alarm (61) unable to confirm battery cap damage due to pump received without the original battery cap. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Analysis identified product meets specification? Yes (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis blood glucose on (B)(6) 2021 with blood glucose level was 336 mg/dl. Customer experienced symptoms such as nausea. The customer current blood glucose level was 272 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with overnight stay other manual injection. The customer noticed that the contact portion on his battery cap fell off the insulin pump. The insulin pump will not be returned for analysis.